Event description:
Artegraft was implanted on (B)(6) 2026 in the upper arm. Dr. (B)(6) followed up with the patient on (B)(6) and everything was fine. On (B)(6), the patient went to the hospital with redness and swelling around where the graft was implanted. Graft does not look infected. Unsure if this is a patient's allergic reaction to the graft.

Manufacturer narrative:
The graft was not received for evaluation. A review of the DHR was completed with no issues noted. There was no information or trend identified that indicates that the issue is graft related. A review with lemaitre clinical advisor was provided on 20may2026. "This was due to inadequate rinsing of the graft from the residual alcohol from the storage. The IFU states rinsing the graft is essential and once I started rinsing the graft myself, as well as dunking the graft in saline to remove all the ethanol inside and out, I have never had an issue since." The root cause for this complaint is most likely due to hospital procedure. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time.